Event description:
Analysis was performed on the returned tablet and the reported error was not verified. No anomalies associated with the tablet performance were noted during testing using the power adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a field upgrade a physician's tablet was unresponsive upon booting and would only display a white screen. Restarting the tablet did not resolve the issue. Product return is expected, but has not been received for analysis to-date.

Event description:
The tablet has been received and analysis is underway, but has not been completed to-date.